Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile cngs prior dmg w/moist) issue. The reporter alleged that the down arrow button was unresponsive and the keypad cover was missing over the down arrow and ok buttons. It was also noted that there was evidence of moisture corrosion. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 10/24/2013 with the following findings: the keypad cover was found to be torn over the up arrow, down arrow and ok buttons. During testing, the ok and contrast keypad buttons were found to be intermittently unresponsive; the down button was completely unresponsive. The up arrow keypad button responded appropriately to button presses. The keypad cover was removed and the up arrow and down arrow button contacts were found to be inverted. There was evidence of contamination found under all key contacts. The audio bolus button cover was found to be detached from the pump. There was no visible moisture from the outside of the pump. A leak test revealed a battery compartment crack/leak as well as an audio bolus button leak. During testing, the display screen was found to be dim and discolored. A test screen was inserted and was found to function properly.